Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: 2020-09-10. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-10.

Event description:
It was reported that unspecified bd¿ needle detached and leaked before use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the customer finds it difficult to draw up medication, connectivity issue and the needle detaches. Event description per email states: the 3ml syringes used to come with 18 1 inch needles on them. They now come with 20 1 inch g, which make it tough to draw up. Especially, with thick steroid medication. You cannot tighten the needles, so when drawing up medication the needle falls off onto the floor. Then it all is wasted and I have to start all over. New needles cannot be locked, because there are o threads on the syringe and needle. There are no longer 5ml or 10 ml syringes, which makes it difficult to inject because of the greater pressure. There are now only 3ml, 6ml, 12 ml syringes. What was the original intended procedure? Drawing up medication what problem did the user have: device failed.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ needle detached and leaked before use. The following information was provided by the initial reporter: material no: unknown .batch no: unknown. It was reported that the customer finds it difficult to draw up medication, connectivity issue and the needle detaches. Event description per email states: the 3ml syringes used to come with 18 1 inch needles on them. They now come with 20 1 inch g, which make it tough to draw up. Especially, with thick steroid medication. You cannot tighten the needles, so when drawing up medication the needle falls off onto the floor. Then it all is wasted and I have to start all over. New needles cannot be locked, because there are o threads on the syringe and needle. There are no longer 5ml or 10 ml syringes, which makes it difficult to inject because of the greater pressure. There are now only 3ml, 6ml, 12 ml syringes. What was the original intended procedure? Drawing up medication what problem did the user have: device failed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ needle detached and leaked before use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the customer finds it difficult to draw up medication, connectivity issue and the needle detaches. Event description per email states: the 3ml syringes used to come with 18 1 inch needles on them. They now come with 20 1 inch g, which make it tough to draw up. Especially, with thick steroid medication. You cannot tighten the needles, so when drawing up medication the needle falls off onto the floor. Then it all is wasted and I have to start all over. New needles cannot be locked, because there are o threads on the syringe and needle. There are no longer 5ml or 10 ml syringes, which makes it difficult to inject because of the greater pressure. There are now only 3ml, 6ml, 12 ml syringes. What was the original intended procedure? Drawing up medication what problem did the user have: device failed.